Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10. A getinge field service engineer (fse) stated this work has not yet been completed. There are parts on back order for this and awaiting an eta. Fse have almost everything and need to finish this repair except for the coiled cable assembly. Fse update once completed this repair. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use discovered by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak watched go from full tank to empty, was tipped over causing screen damage and the wheels fallen off. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions). A getinge field service engineer (fse) verified physical damage to wheels, console, and associated hardware. Verified missing pixels on upper display due to cracked upper display. Identified broken pins in coiled cable assembly. Verified that wheel assembly does not properly retract. Replaced wheels, cover and associated hardware. Replaced upper display monitor. Replaced coiled cable in execution of performing coiled cable filed action. Replaced expired safety disk, tidal volume disk, 9v battery and o-ring. Unable to verify helium leak.

Event description:
N/a.